Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000221, serial/lot #: s/n: (B)(4). The manufacturer representative went to the site to test the imaging system. The digital drive board buzzer beeps 3 times in a row after releasing e-stop at system startup. This occurred when uncrating the system from the delivery crate. Troubleshooting was performed and it showed that the voltage at tp8 was at 5,038 volt (instead of 2.4 - 2.6 volt) and not adjustable. The board was replaced. Additional troubleshooting was performed and it showed that the gauge resistor bridge needed an adjustment because it was not correct. The system functions were checked. This failure occurred directly on the first startup at the delivery crate. The digital drive board was replaced and calibrated. System functions checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was beeping with 3 beep intervals after bootup and releasing e-stop. Drive functions were not working. This was detected when uncrating the system when it was delivered. No patient was present at the time of the event. Additional information was received stating that it was not possible to move the system. The system would be still on the crate outside of the hospital or on the way back to the distribution center. More than 900 metric kilograms are not able to lifted down.

Manufacturer narrative:
H3) the pcba was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.